Manufacturer narrative:
The insulin pump passed functional test including displacement, prime/ compromised force sensor, basic occlusion, occlusion and no delivery tests. No "whistling sound noted during bolus delivery". However, the insulin pump had unexpected motor noise during rewind due to faulty motor. The insulin pump had a broken belt clip slot, cracked reservoir tube lip, reservoir tube and case window display corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a driver/motor anomaly and high blood glucose. The blood glucose at the time of the incident was 76 mg/dl. The customer states they woke up with high blood glucose of 258 mg/dl. The customer was not experiencing symptoms. The customer did treat with syringes. Troubleshooting was performed. The drive support cap appeared normal. There were no site or insulin issues. The device settings were correct and the insulin pump passed the high pressure test. However the customer states there was a whistling sound when a delivery is made. The customer thinks there is a problem with the piston when rewinding.